Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had bad image due to lens scratches. No patient harm reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6, h11. Corrected fields: d9. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of the universal cable sheath and interference of the image when the universal cord was shaken. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the bad image and image interference: component failure of the sheath of the universal cable. The cause of the failure of the sheath could not be determined but is most likely caused by the force of being pulled. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.